Event description:
It was reported the patient was experiencing ineffective therapy and the lead had migrated. Surgical intervention was undertaken during which the existing lead was replaced, and effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.